Event description:
It was reported that a cgm error 42 occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset, and the caller was instructed to call back when they had the necessary charging supplies for the pump. Upon follow up cts provided complete pump reset information. Cts walked caller through pump reset. Caller successfully started their sensor session.